Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, 1 tube had gel air bubbles after collection. Four additional tubes were found with gel air bubbles prior to use. There was no health impact or consequences reported.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, 1 tube had gel air bubbles after collection. Four additional tubes were found with gel air bubbles prior to use. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for gel air bubbles was observed. Additionally, 100 retention samples from bd inventory were visually inspected and no gel air bubbles were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel air bubbles based on the photos provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.